Manufacturer narrative:
Partial lead was returned. It was noted that the inner insulation was abraded at 39.5 cm. Suture sleeve impressions were located at 39.5 cm and 40.2 cm from tip electrode. This could have contributed to the report of resistance too low lead impedance and the noise problem.

Event description:
It was reported that the atrial lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.